Event description:
Boston scientific provided the following information: this lead was surgically abandoned due to noise and high impedance measurements. The lead was suspected to be fractured. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.